Manufacturer narrative:
Correction: g5 h10: the device used in treatment has been returned and evaluated. The visual inspection found no defects; however, the functional evaluation was unable to established a relationship between the device and the fault reported. The device was tested and performed within expected parameters. At this time, it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as no fault found. Leak alarms leak alarms, are to alert the user that there is an issue, that requires attention. The instruction for use highlights the steps to be taken in the event of the alarm sounding. Users are advised to follow this guidance at all times. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during npwt for thoracic empyema utilizing a renasys touch and 15fr channel drain, air leakage alarm occurred. In addition, a canister full alarm occurred even though the canister was not full. Replacing the canister does not stop the alarm. The treatment was continued with a back-up device. There was no patient harm. There was no delay.